Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for radiculopathy and spinal pain. It was reported that the patient experienced pain at the site of the battery incision. The battery felt like it was moving around in the pocket. The patient slipped and fell down their staircase and landed on their back and thought they struck the battery site. The rep performed an impedance check and all impedances were within normal limits. The stimulator was working correctly and providing coverage to the painful areas. The patient was advised to call the neurosurgeon if the pain persisted. It was unknown if the issue was resolved. The patient was listed as alive with injury as they were having soreness at the battery incision.